Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a fusion system being used for a fess procedure. The rep indicated that the axiem box stopped working during a case and the emitter details showed "axiem box communication error." A full software reboot did not resolve the issue. It was later noticed that only on flt was thrown per kd article which indicated that a new emitter was needed. Navigation was aborted during the surgery and the resulting delay in surgery was less than one hour and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the emitter needed to be replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the shipped items did not resolve the issue and thus the em interface was checked and it was noticed that only one flt was thrown per kd article indicating that a new emitter was needed. Later replacement of the emitter resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) indicated that the surgeon was not able to get the system working from the very beginning of the case so they didn't use it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the system did not work consistently before the emitter was replaced. After replacing the emitter the system functioned properly.